Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an insulin flow blocked alarm on (B)(6) 2025. The blockage was at the site. Events occurred after 3 or more hours of insertion. The insertion site was the abdomen. Patient changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010795, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010795 was manufactured according to the work instruction (wi) version 120 and manufactured in the line inset 4 on 21/dec/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.